Event description:
It was reported that the remote monitor was unable to start telemetry with the implanted device when the power button was pressed and the power indicator light was on. Troubleshooting steps were taken and set up was verified, to no avail. The monitor was returned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results.